Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer initially disconnected during call while reset instructions were being provided, then later contacted support again and issue was handled under different case number, and this case was closed with no additional outcome details provided. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.